Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an email from the distributor in (B)(6). "No patient involvement defect uim: display frozen, you can't control by touching - it doesn't work at power on".

Manufacturer narrative:
(B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning uim (user interface module). The foreign distributor was shipped a replacement uim to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty uim for evaluation. As of the 02/26/2015 the alleged faulty uim has not been received. Once the alleged faulty uim is received and the evaluation is complete, carefusion will submit a f/u medwatch report.

Manufacturer narrative:
The alleged faulty user interface module (uim) was received into the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the user interface module (uim) and was unable to reproduce/verify the report of ¿defect uim: display frozen, you can´t control by touching - it doesn´t work at power on¿. Therefore no root cause was determined.